Event description:
It was reported to philips that the system failed to emit x-rays with the wireless footswitch. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to emit x-rays with the wireless footswitch. Upon troubleshooting rse got informed that neither wired nor wireless footswitch is working, checked the system and found no issue related to footswitch. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.